Manufacturer narrative:
Date sent to FDA: 10/11/96. H2 johnson & johnson medical, inc. Has decided to discontinue manufacture and sale of the streamline, landmark and centermark brands of i.v. Catheters as of 9/18/96.

Event description:
The lock engaged during the insertion process of this device which did not allow it to be advanced further into the vein. The catheter buckled and it came out of the sheath. A blood return was visualized and the device was threaded 3 inches before the lock engaged. It is not known if the catheter tab was pulled back. Infusion of fluids was started when the site infiltrated and the catheter discontinued. The pt was in critical condition. There was no other peripheral intravenous site accessible and a surgeon was not available for a central line. The pt was transferred to another facility for treatment. Event description clarified. Add'l info indicates that vein site was left antecubital.